Event description:
The device was implanted on (B)(6) 2009 with unknown leads. Reportedly, on (B)(6) 2017 the patient went to emergency service of the hospital because he/she felt dizziness, but no evidences were shown in device memory (aida) related with that. The patient was admitted to be checked. On (B)(6) 2017 during the follow-up, the pacemaker was working properly but for about 15 minutes, pacing alternated between the own rhythm of the patient and ddd mode with a margin of 2-3 minutes. The patient was asymptomatic.preliminary analysis did not show any anomaly. The reported event could not be confirmed based on available files.

Manufacturer narrative:
Device manufacture date: field was corrected. Please refer to the analysis report. (B)(4).

Event description:
The device was implanted on (B)(6) 2009 with unknown leads. Reportedly, on (B)(6) 2017 the patient went to emergency service of the hospital because he/she felt dizziness, but no evidences were shown in device memory (aida) related with that. The patient was admitted to be checked. On (B)(6) 2017 during the follow-up, the pacemaker was working properly but for about 15 minutes, pacing alternated between the own rhythm of the patient and ddd mode with a margin of 2-3 minutes. The patient was asymptomatic. Preliminary analysis did not show any anomaly. The reported event could not be confirmed based on available files.